Manufacturer narrative:
Vyaire failure analysis lab technician was unable to verify the customer's reported issue. The suspect component transducers successfully calibrated.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that the events log recorded a transducer fault and the main board is suspected to be the cause of the issue. There was no patient involvement.